Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker could not be identified during interrogation because it had reverted to safety mode. The device was in elective replacement indicator (eri) due to premature battery depletion (pbd). As a result, this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.